Event description:
After the physician deployed the angio-seal device, he was unable to disengage the device from the patient's right femoral artery. The sales representative was called for guidance and the device was removed. There was no harm to the patient.